Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-18778. Related manufacturer reference number: 2017865-2021-18779. It was reported that the patient presented in clinic for a follow-up with complaints of chest stimulation. It was noted that the left ventricular lead had dislodged and was programming inactive. Additionally, the right atrial lead had dislodged and exhibited loss of capture and loss of sensing. X-ray confirmed dislodgement. It was suspected that the pacemaker had migrated and caused the lead dislodgement. Temporary programming changes were made. The patient was stable.